Event description:
Pump does not provide reminder when in suspend.

Manufacturer narrative:
There was no adverse event associated with this event. This software error was identified by animas corporation and a recall was initiated in september 2004. Refer to recall #z-0211-05.